Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. The customer's repair technician could not verify the reported event. The customer's repair technician found that the wheel had just come loose and was not broken. The wheel was put back on using thread lock, the other three (3) wheels were tightened and the device was returned to service.

Event description:
The customer reported that the ventilator stand's wheel had broken off. There was no patient involvement. The event date was not specified; estimate used.